Event description:
Pt received burn marks using a 1064nm laser. Burn marks were on arms with erythema and crusting.

Manufacturer narrative:
The site reported that they had 3 pt who had erythema and crusting after treatments. One of the pts was given hylatopic plus as an intervention. Hylatopic plus is a treatment for dermatitis to prevent itching. (B)(4) called the customer on (B)(4) 2013 to find out if the pt had any additional complications. (B)(4) was only able to leave a voice mail and the customer never returned the phone call. The device evaluation is not complete. A follow up report will be completed after the device evaluation is performed.